Event description:
Patient's caregiver is her granddaughter, who is the reporter for this report. She has a complaint regarding the dexcom g7 sensor. The sensor will not stay attached to patient longer than a few days. The last sensor stayed attached to patient for two days & this is an ongoing issue. When she examined the last sensor the needle appeared bent out of the box. Patient hasn't experienced any adverse signs or symptoms related to this malfunction.